Manufacturer narrative:
Manufacture date: (B)(4) 2016 ¿ (B)(4) 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The therapy during this event occurred between (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor infused the therapy solution at an unintended flow rate. The expected infusion time was seven days; however, the actual infusion time was 48 hours. The device was filled with fluorouracil 50mg/ml in nacl0.9% to volume of 85ml. There was no patient injury or medical intervention associated with this event. No additional information is available.